Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
It was reported via phone call the insulin pump had an audio anomaly. The device was no longer beeping for high or low blood glucose alarms. The customer¿s blood glucose during the incident was 5.8 mmol/l. They performed a self-test and received a hardware low level alarm. The device will be returned for analysis.